Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for infusion of intrathecal medication for non-malignant pain. In 1999, the pump was explanted due to low battery alarm occurring and returned to the MFR for analysis. Another synchromed pump was implanted in 1999.